Event description:
There were no patient consequences reported. Device is available for return.

Manufacturer narrative:
(B)(4).

Event description:
Per user facility medwatch form, # none provided, attached to this reportthere were no patient consequences reported. Device is available for return.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information:multiple request for return of device have been made but no device has been returned.